Manufacturer narrative:
A ge service representative performed an on site investigation. It was discovered that the system was left on all weekend and required a reboot. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had an error code displayed. The system had to be rebooted. No pt injury was reported.